Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blacks out after a couple of minutes. The issue was found during set up the device for use. There were no reports of patient harm.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power on test, required shut off after 10 min and electronics required g1 board faulty required-faulty printed circuit br. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image blackout was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. ¿ olympus will continue to monitor field performance for this device.